Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional peripheral catheterization procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unknown) at the left femoral artery. The patient was administered angiomax peri-procedure. Post procedure, the physician who is a trained user of the mynx, selected the mynx cadence for closure of the femoral artery. Allegedly, when the physician shuttled down to deploy the sealant, he advanced the advancer tube to the green marker, and the site started bleeding (described as pulsatile bleeding). The patient was converted to 15 minutes of manual compression and hemostasis was achieved.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant and the advancer tube were not returned. The catheter shaft and the shuttle cartridge were inspected. No anomalies were observed. Based on the information received and the investigation performed, the cause of the reported failure to achieve hemostasis could not be determined. The review of the lhr (lot f1133301) indicated that the mynx lot met all established performance criteria prior to shipment.